Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, product type: programmer, patient. (B)(4)

Event description:
It was reported the personal therapy manager (ptm) had not been working for the last 3-4 days. The patient tried to give himself a bolus and saw an "8286" code on the screen. This was the empty reservoir code. The patient last had his pump filled about a month ago and the refill date on his ptm was (B)(6) 2014. It was further reported the patient had been "feeling funny" and a little jittery for about the last week or so. The patient did not want to go through withdrawal. The pump was being used to deliver dilaudid. The reason for the missed refill, additional symptoms, interventions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. Should additional information be received the event will be updated.